Manufacturer narrative:
Depuy spine has requested the return of the explanted screw for eval. A follow up medwatch report will be submitted upon receipt of the device and the completion of the eval.

Event description:
International distributor reports the polyaxial screw broke four weeks after surgery. Pt experienced pain and revision surgery was performed.